Event description:
It was reported that the drive support cap was damaged. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched lcd window, cracked case, cracked reservoir tube lip, cracked reservoir tube window and reservoir tube, cracked battery tube threads, and missing end cap sticker. The insulin pump also had a protruded/loose drive support disk.